Event description:
Calibration defect. Noted zero marking on syringe does not reach the base. Therefore, if you pull up diluent to the 60cc mark, you actually have approx 65cc's. This could affect the concentration discrepancies with IV reconstitution.